Event description:
Initially, the dr had difficulty inflating the iab using a syringe with a 30 cc. The iab was used without any problem. Event complications: unknown - reported 9/17/96. Pt's current status: unk rpt 'd 9/17/96.

Manufacturer narrative:
Device label code for f10. Position 1: 1738. Evaluation: the product was not returned to datascope for evaluation. The balloon was successfully used.